Manufacturer narrative:
The reported event that the cover to the communication fell off was confirmed through the device inspection. During the visual inspection it was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the led cover fell off. No patient involvement or procedural delays were reported with the event.

Event description:
It was reported that during testing conducted at the user facility the led cover fell off. No patient involvement or procedural delays were reported with the event.